Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the reflector pressure transducer printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The pressure transducer printed circuit board is part of the pressure measuring in the system. The logs show that the test failed due to that the zero pressure offset had drifted outside defined intervals (drifted more than +/-300 mv from factory default), for reflector pressure transducer printed circuit board. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 device manufacture date. D1 - brand name - previous brand name: flow-I, corrected brand name: flow-I c20, d4 - version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)# (B)(4). # h4 device manufacture date: previous manufacture date: 05/15/2017. Corrected manufacture date: 04/21/2017.